Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total mesorectal excision procedure, the surgeon used the reported device and loaded the cartridge, the stapler was placed on the rectum, the surgeon fired the trigger one time, and at the second firing the stapler could not be fired. The surgeon tried to press hard on the firing trigger, but failed, the stapler locked at the 1.5 fire position. The patient did not undergo any special treatment before and the tissue was not thick. Lastly, the surgeon needed to press the reverse-knife button to return the knife and open the jaw. The staple line formed and "observed to form badly". It is unknown how the procedure was completed. The condition of the patient was stable immediately after the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the staple line complete? No, only 1 fire can be made and the staple line formed is in good shape. Were malformed staples present after firing the device? Yes, most of the staples cannot form a b shape. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? 2nd stroke. What other color cartridges were used before and after this event? Green reload. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, the firing is difficult in the 1st fire, and even more difficult in the 2nd fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Surgeon has to press the knife-reverse button to return the knife and open the jaw. Then, the trigger and button go back to normal position was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? After that, he has used a new stapler and use fire on the same tissue, firing were complete but the staple line still not perfect. What adverse events occurred with the patient? Not answered.